Event description:
House fire contained to bedroom and living room. Patient was using an oxygen concentrator and suffered burns.

Manufacturer narrative:
The oxygen concentrator was located in living room and the pt was using the device with about 25 feet of plastic cannula tubing in her bedroom. The cannula tubing was ignited at the nasal oxygen opening, burning the pt, and burning the plastic tubing into the carpet as it traveled back to the oxygen concentrator. The pt is in rehab for facial burns from the plastic cannula and smoke inhalation. There is evidence of smoking through out the house and in the bedroom where the fire originated; cigarette butts and matches.